Manufacturer narrative:
It was reported that following insertion patient experienced overactive bladder and urgency incontinence. In addition, the promeshunk batch number that was provided, xms051, is not a valid batch number.  The file has been updated to lot number unknown.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary obstruction and urinary frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and a mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.